Event description:
Tibia recut required. Liner would not fit.

Manufacturer narrative:
Method: production records, photos. Results: production records show a cartilage thickness variance. Photos - the planning shots show an entry of 7.0 mm for cartilage thickness, the correct value is +/- 3-3.5mm. Conclusion: the variance in cartilage thickness is a segmentation issue. The variance would result in both tibia and femur cuts that would be 1-1.5mm too thick. The resultant cut would not allow the planned 11mm liner to be inserted. Recuts of about 2-4mm would be required to sufficiently open the joint space to allow use of typical liner 9-14mm.